Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned severed at approximately 390 mm from the terminal pin. Only the terminal segment was returned. Visual inspection revealed an insulation abrasion through the outer anode conductor coil at approximately 50 to 55 mm from the terminal pin (just at the distal end of the terminal assembly). This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported noise and low impedance measurements are likely the result of the lead damage observed by the laboratory. Analysis also found that the lead¿s conductor coil was fractured at approximately 142 mm from the terminal pin. There were also multiple surface abrasions and a slight bend and a large curve in the lead at this location. Due to the location and type of fracture, laboratory analysis noted it appeared to be a fatigue fracture of the inner coil. It was noted that this portion of the lead would have been located within or near the pocket area. It was stated that due to the field reported observation of low impedance measurements while the lead was in service, it can reasonably be assumed that the fracture occurred after the lead was surgically abandoned and no longer in service. Analysis noted that the lead may have been curled up in the pocket with the can and interacting with the can and other in service leads.

Event description:
Boston scientific received information that there was noise on the atrial channel during ventricular threshold testing and a flat atrial electrogram (egm) during atrial threshold testing. It was further noted that the right atrial (ra) lead impedance measurements had decreased from 1700 to 862 and then within three months to less than 200 ohms. Boston scientific technical services (ts) was consulted and discussed possible insulation issues. Ts recommended that the atrial lead be replaced. Approximately one and a half months later the ra lead was surgically abandoned and replaced during a change out procedure for normal battery depletion. Approximately 10 years later a portion of the ra lead was returned from another manufacturer.